Manufacturer narrative:
The customer was issued with a replacement pneumatic block to address the issue.based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to incorrect connector alignment during assembly. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that upon installation of a new pneumatic block, an astral device displayed an error message (sf148) related to the blower. The device was not in patient use when the reported event occurred.